Event description:
The healthcare provider (hcp) contacted tech services (tss) because when attempting to read implantable neurostimulator (ins) electrode impedances they would see error 0x78b86822. Caller noted this has happened in the past. They saw this code multiple times and tried 2 different tablets. Dbs coordinated took over for troubleshooting. We opened pds, restarted the tablet and they saw 0x4d253a3 when attempting to read the electrode impedances. The patient needs an MRI so impedances need to be measured. Used 8840 to communicate with ins and was able to read the electrode impedances. Other programming was wiped out. Used the tablet to read the ins and re-entered all information and was able to read the electrode impedances and caller noted values were similar to the 8840 values. Caller noted that several apps needed to be updated and she updated both tablets. Settings were 9*10- 11*4.4v90 pw 190 rate 818 ohms. No symptoms reported.

Manufacturer narrative:
Continuation of d10: product ID (B)(6) (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the settings were lost because they connected to the clinician programmer. The cause of the error wasn¿t determined. The issue was resolved after the patient was programmed to their original settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.